Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and deliver a -0.185% error, within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pressure plate will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under-infused during an ivig infusion, with the therapy taking approximately 90 minutes longer than the expected completion time. The patient routinely receives the same infusion at consistent rates. During the event, occasional downstream occlusion alarms were observed and were resolved promptly, with no reported interruptions to therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.